Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qemkks and no non-conformances related to the reported complaint condition were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? Could you please confirm how many weeks took to absorb the suture? Did the patient had any consequence due to the absorb issue? If yes. Please explain consequence seen? Did the patient require any surgical intervention re-suture or any medication required? If yes. Please explain.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the suture was not absorbing as it should be. There were no adverse patient consequences reported. Additional information has been requested.